Manufacturer narrative:
A2) patient age - specific patient/case detail was not provided. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01feb2026) ¿fenestrated endovascular aortic repair for complex abdominal aortic aneurysms using in situ laser fenestrations journal of vascular surgery cases, innovations and techniques¿. The study retrospectively aimed to evaluate in situ fenestration (isf) for fenestrated endovascular aortic repair (fevar) that can be used for urgent repairs of abdominal aortic aneurysms (aaas) when there is an inadequate infrarenal landing zone for use of a conventional aortic endograft. A total of 12 patients who underwent isf-fevar with 33 intended target vessels were enrolled in the study between february 2023 and december 2024. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 2 target vessel dissections, and 1 postoperative acute kidney injury/dissection of the left renal artery (MDR #3007284006-2026-00213). Additionally, 1 male patient experienced suffered spinal cord ischemia with complete paraplegia and an ischemic brain injury and did not survive (MDR #3007284006-2026-00214). One (1) female patient presented with a symptomatic aneurysm. The repair was successful and was discharged 3 days post-op; however, was re-admitted 6 days post-op for hemoptysis and abdominal pain. The patient died the following day due to complications of gastrointestinal bleeding (MDR #3007284006-2026-00215). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01feb2026 has been used, the date of publication. Mattson, aslyn e.,motta, john c.,de grandis, eileen,lee, w. Anthony. 2026. Fenestrated endovascular aortic repair for complex abdominal aortic aneurysms using in situ laser fenestrations journal of vascular surgery cases, innovations and techniques, 12(1): 102054. Https://www.jvscit.org/article/s2468-4287(25)00336-3/fulltext. This report captures the death of the female patient that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.